Event description:
It was reported that the extravascular (ev) lead exhibited a few undersensed beats during defibrillation threshold testing on the date of implant. It was further reported that noise warnings were triggered due to one or more oversensing/noise episodes., and episodes of t-wave oversensing (twos) and p-wave oversensing (pwos) oversensing were observed. One such episode was treated with a shock. Intermittent undersensing was also observed. The patient was brought into clinic for testing and reprogramming was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that additional reprogramming was done and the lead remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that patient, who is newly postpartum, who received their extravascular implantable cardioverter defibrillator (ev-ICD) prior to pregnancy, received an additional shock due to oversensing on the lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.